Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8x30 embold soft was received without the coil. The device was examined visually and microscopically to reveal a broken coupler. Inspection of the remainder of the device presented no other damage or irregularities. It was reported that the site used intermittent flushing during the procedure, and the instructions for use states that it is critical to maintain a continuous flow of fluids to achieve expected performance of the embold coil.

Event description:
Reportable based on analysis completed on 17sept2025. The returned device evaluation revealed the coupler was broken. It was reported that the device was difficult to retract and became stretched. This 8x30 embold? Soft was selected for use during an embolization procedure to treat a superior mesenteric aneurysm and was used with a progreat 2.4 microcatheter. During the procedure the physician attempted to reposition the coil; however, the coil could not be retracted and then it was noted that the coil was stretching. The entire coil was removed with the microcatheter, and the procedure was completed with another embold soft of the same size. It was noted that the procedure was prolonged, and that there were no patient complications as a result of this event.